Event description:
It was reported that the system 9800 displayed a low ma error during a procedure. The error was bypassed and the procedure completed without incident. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The filament driver circuit board was found to be defective and was replaced. All calibrations performed and stored. The system was tested and found to be working as intended and placed back into service.